Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. Troubleshooting was not performed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage to the battery cap.